Event description:
It was reported that during a (B)(4) adjustable gastric band procedure, the band was damaged with inserting it through a 15 mm trocar. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.